Manufacturer narrative:
Updated reporting institution information.

Manufacturer narrative:
Previously reported on (B)(4) with MFR report 3003832357-2025-000292. Device investigation was completed on (B)(4). No further reporting will take place on (B)(4).

Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device is intermittently shutting down. No patient involvement and no impact.